Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was able to power on a monitor but was unable to recharge. Upon evaluation, the battery pack tri-cells were defective. The root cause of the defective cells was unable to be positively identified. Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be submitted upon completion of the charger evaluation at the supplier. There was no adverse event resulting from the damaged battery pack or charger.

Event description:
A patient's battery pack was returned to a us distributor and it was reported that the battery was experiencing battery faults. A us distributor returned a patient's battery charger and reported that the charger was unable to charge a patient's battery packs.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure. Additionally, there was corrosion found on the battery board. The root cause for the defective charger cannot be positively identified. There was no adverse event resulting from the damaged charger. Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was able to power on a monitor but was unable to recharge. Upon evaluation, the battery pack tri-cells were defective. The root cause of the defective cells was unable to be positively identified. Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. A supplemental report will be submitted upon completion of the charger evaluation at the supplier. There was no adverse event resulting from the damaged battery pack or charger.

Event description:
A us distributor returned a patient's battery charger and reported that the charger was unable to charge a patient's battery packs. A patient's battery pack was returned to a us distributor and it was reported that the battery was experiencing battery faults. A us distributor returned a patient's battery charger and reported that the charger was unable to charge a patient's battery packs.